Manufacturer narrative:
E1: patient city: (B)(6). Patient country: finland. H 11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in finland. It was reported that on (B)(6) 2024 the patient faced an event of low blood glucose due to which the patient became unconscious. Patient's partner gave glucagon to patient and called ambulance. The paramedics disconnected the pump and took patient to hospital and treated with intravenous glucose drip in the ambulance. The patient was at intensive care unit for a night where patient's blood glucose level was 3.4 mmol/l and ketones 1.9. Patient was treated with intravenous drip ongoing at intensive care. On (B)(6) 2024 patient was admitted to ward and was still in ward at the time of the call. No further information available.